Event description:
It was reported that approximately one week post implant, high ventricular threshold with intermittent capture and low r-waves were noted on the right ventricular lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).